Event description:
Manufacturer´s ref. #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by the field service engineer, who concluded that residues from the co2 absorber had contaminated parts of the patient cassette and safety valve. The contamination led to a leakage which caused the system check out (sco) to fail. The received log confirms the reported issue. The affected parts were cleaned where after the sco passed and the anesthesia system was returned to clinical use. Our conclusion is that soda lime residues from the co2 absorber caused the reported sco failures.

Event description:
It was reported that the anesthesia workstation failed multiple sub tests during system check out. There was no patient involvement. Manufacturer´s ref #: (B)(4).